Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters, bruises, and skin irritation from medications that she is taking. The patient reported this irritation is under the front therapy pad and back electrodes. The patient followed up with her physician and was prescribed prednisone. The patient also reported having scoliosis and having to alter the garment to address comfort. Outcome of the irritation is unknown.